Event description:
Device separated and leaked chemotherapy. Patient attempted to re-attach but was unsuccessful. Registered nurse identified the issue when going to home to do takedown of 5-fluorouracil chemotherapy drug (5fu). Infusion was restarted without the device. As a result, in addition to the minor spill, there was a medication delivery error (delay).